Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received medical records on 5/30/2018. Medical records reviewed for MDR reportability. Left attune knee revised to address pain and aseptic loosening of the tibial component. Surgeon indicated that the tibial component was fairly loose, removed with minimal manipulation. Cement was debrided from tibia surface and canal following implant removal femur, tibia, and insert components revised to competitor knee products. Patella was not revised. Competitor cement was used during primary knee implantation. Doi: (B)(6) 2015; dor: (B)(6) 2016; (left knee).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.